Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/07/2015 with the following findings: there was moisture visible behind the display. The keypad was found to be completely unresponsive. No damage was found to the keypad button contacts. A leak test found a leak at the display screen. The pump was opened and moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.